Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited shock impedance measurements of greater than 200 ohms. The right atrial (ra) and right ventricular (rv) pacing impedance measurements had also increased, but were not out of range. Other lead measurements were noted to be good. Noise was observed at one time on all three channels, which appeared to be from electromagnetic interference (emi). The rv pacing threshold measurements had also increased. A 1.1 joule shock was delivered which revealed a shock impedance measurement of 101 ohms. A 41 joule commanded shock was performed, and a code 1005 was observed, which is indicative of an open circuit. A request was made to have data from this device analyzed. Data analysis showed an open shock lead fault. The patient's rv lead was suspected to be fractured. The device was subsequently explanted and will be replaced in the future. No additional adverse patient effects were reported.